Manufacturer narrative:
The electro surgical unit (iesu) was analyzed and found to have no errors. The reported issue could not be confirmed using logs. Upon visual inspection there was no issue found that would be related to the reported event. The iesu was tested using system, the unit energized and cauterized all ports and instruments without an issue. The iesu log shows error pointing to "neutral electrode symmetry warning".

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transaxillary thyroidectomy surgical procedure, the vision side cart (vsc) had suddenly powered off when energy was fired. The customer contacted the technical service engineer (tse) for phone assistance. The tse instructed the customer to cycle the circuit breaker switch and to plug the system into a different power outlet multiple times, but the reported event persisted. Once the clinical sales representative, arrived at site, the power cord was reseated, and the reported event was resolved. There was no patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-nov-2025: the reported procedure was not converted to laparoscopic surgery. The error occurred right after first energy firing, while the surgeon was beginning the initial skin flap elevation. The patient left operation room (or) with the incision covered by gauze and was operated with da vinci sp after system error resolution.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce customer reported issue. It was said that the system was turned off when energy was started, so the integrated electro surgical unit (iesu) was replaced preventively. The isolation transformer operated normally, after checking the system circuit breaker and power cord, it was replaced proactively. The complaint was not confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.